Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has eye irritation; dizziness and/or headache; asthma . No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has eye irritation, dizziness and/or headache and asthma . No medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings, white powder was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In section a : patient identifier was corrected or updated. In section d : operator of the device and operator of device - other was corrected or updated. In section e : reporter first name, reporter last name, reporting institution name, reporting address line 1, reporting address line 2, reporting address city and reporting address state was corrected or updated. In section g : report source - other was corrected or updated. In section h: device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.